Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6fr sheath after an interventional procedure. Reportedly, the proglide device was introduced into the anatomy and bleed back was observed. The guide wire was pulled out and the proglide device was moved in the artery before deployment; the metal portion of the device became stuck. After an attempt to position the device again, the device was still stuck. An angiogram noted the proglide device was stuck in soft tissue around the artery. The proglide tip had separated and was removed with a snare by accessing the artery through the left common femoral artery. Hemostasis was surgically achieved. A small hematoma was noted; however, there was no treatment given. The physician is reported to be trained in the use of the proglide device. No additional information was provided.